Event description:
Baxter received a report that affinity 4 bed frame had the bed moving on its own. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
The baxter technician ran functional test on the bed, and the device was replaced. The affinity 4 birthing bed requires an effective maintenance program. We recommend that you do annual preventive maintenance (pm) for joint commission certification. Pm not only meets joint commission requirements but can help make sure of a long, operative life for the affinity 4 birthing bed. Two effective ways to reduce downtime and make sure the patient remains comfortable are to keep accurate records and maintain the affinity 4 birthing bed. Check the switches in the side rails to ensure they are functioning correctly. Also check for intermittent operation. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in may 11, 2026. It is unknown if the facility performed any other preventative maintenance on this bed. No further information is available on the repair of the bed at this time. If any additional relevant information is identified following completion of the repair, the additional relevant information will be submitted in a supplemental report.